Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician replaced the main board as a pre-caution to correct the vent inop condition. Unit passed all testing and was sent back to customer.

Event description:
The service technician reported the model palmtop ventilator (ptv) revel was brought in to repair a blower fan that was not spinning and creating an audible sound, which would not have caused patient harm or injury. But upon reviewing the event trace of the device, the service technician reported finding vent inop (ventilator inoperable) events. There is no reported patient use or involvement associated with the event trace findings.